Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was experiencing high blood glucose of 400 mg/dl. The device had calculated how much insulin to take and three hour later it was 354 mg/dl. The device calculated 11 units and when he woke up blood glucose was 354 mg/dl. Troubleshooting was performed and it was noted the cannula on the infusion set was bent. Customer was advised that may have contributed to high blood glucose. Customer declined troubleshooting the insulin pump. Customer was advised to change entire set, reservoir, and insulin. The insulin pump isn't returning analysis.